Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. The reporter stated a nonverbal dependent patient with neurological issues, who was left unattended, was found sitting on the floor against the bed with the deflated device, flat sheet, and micro-climate body pad underneath them. The reporter stated one side bed rail was not raised. The instructions for use was reviewed. The warning under the set up the mat section states, "warning: make sure bed rails are up and bed brakes are locked to ensure that the patient and mat do not slide off the support surface, which could cause a fall risk." Step 10 under the deflate the mat section states to,"raise all rails" at the completion of the lateral transfer. The review of the label is adequate for the intended use and did not contribute to the reported issue. A specific root cause could be determined. A potential root cause could be user error due to leaving the side rail on the bed down while leaving the patient unattended. There is insufficient evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations. Device evaluated by manufacturer? Discarded by facility.

Event description:
Report received of an adverse event resulting in a serious injury. Reporter stated, when last seen, a dependent patient who was nonverbal with neurological issues was in bed with three side-rails up; the right lower side rail was down. Reporter stated the patient was on a bed with the following layers underneath the patient: air mattress followed by the uninflated device, a flat sheet, and a micro-climate body pad. Reporter stated the patient was unattended for an unknown amount of time when a nurse found the patient on the floor sitting up against the bed with the uninflated device, flat sheet, and micro-climate body pad underneath the patient. Reporter stated prior to the occurrence of the adverse event, the patient's physician discussed performing a head CT scan due to the patient's neurological issues. Reporter stated after the occurrence of the adverse event, the patient's physician ordered a head CT scan. Reporter stated following a head CT scan, the patient was diagnosed with a subdural hematoma. Reporter stated because there was no baseline CT scan the hospital could not definitively state that the injury was related to the reported issue. Reporter did not state if treatment was administered. Reporter stated the device had been in use for an unknown number of days and worked as intended. Reporter did not provide lot information and discarded the involved device.